Event description:
It was reported to ge medical systems that the table and tube arm moved without command from the tech. An electrical problem with the cassette tray push button caused the malfunction. The system has been repaired and returned to service. No injury was reported.